Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 18834ml, indicating the home patient (hp) drained 18834ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Review of the event log identified the iipv event. The cause was determined to be an unexpected high ultrafiltration. Should additional relevant information become available a supplemental report will be submitted.